Event description:
It was reported that this right ventricular (rv) lead was part of the system revision due to infection with discomfort and pain. No adverse patient effects were reported. The rv lead was explanted.